Event description:
It was reported that the physician called for review of device data for this patient with a pacemaker system as this patient presented to the emergency room (ER). Technical services reviewed consult data and found cross-talk or far-field r wave oversensing on the stored episode. Additionally, there was stored sudden brady response episodes, atrial arrhythmia episodes in the collection period. The ventricular episode appears to be atrial driven. Lead measurements are all within normal range. At this time, the device remains in service. No adverse patient effects were reported.